Event description:
The balloon burst during the deployment of a cypher stent. A spiral dissection was then noted, which required the placement of three additional stents. The procedure was completed with the pt in stable condition. This pt was admitted for coronary angiogram. This revealed a 75%, non-calcified, non-tortuous lesion in the mid right coronary artery (rca). The lesion was not pre-dilated. After ivus was conducted, a 3.5 x 18mm cypher stent was advanced to the lesion site and deployed to 12 atms. After approx 30 seconds, the balloon ruptured. Because the stent was deployed successfully, the sds was removed from the pt. Cine-angiography revealed a spiral dissection from distal end of the rca, extending into the posterior descending artery (pda). The dissection was treated with the placement of two additional stents. First, a 3.5 x 30 driver stent was placed from the distal edge of the cypher stent through the distal rca and deployed to 9 atms for 20 seconds. Then a 3.5 x 30 mm tsunami stent was deployed to 10atm for 20 seconds in the distal rca. The pda was then pre-dilated with a 2.5 x 20mm ryujin balloon inflated to 6atm for 30 seconds. Finally, a 2.5 x 28mm cypher stent was deployed to 12atm for 30 seconds, within the pda. Per the reporter, "the pt was bailed out and there was not a big effect on the pt afterwards".